Event description:
It was reported that a lead integrity alert (lia) triggered but the patient did not respond and received inappropriate shocks. It was also reported that the pace/sense portion of the right ventricular (rv) lead was fractured. The lead was oversensing, had noise, no capture, and high impedance. The pace/sense portion of the lead was replaced but the high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that a lead integrity alert (lia) triggered but the patient did not respond and received inappropriate shocks. It was also reported that the pace/sense portion of the right ventricular (rv) lead was fractured. The lead was oversensing, had noise, no capture, and high impedance. The pace/sense portion of the lead was replaced but the high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Sensing/oversensing: ventricular short interval count v-sic=9563 counts, in 4.99 days, between (B)(6) 2012 16:18:24 and (B)(6) 2011 16:03:05. Alerts: 1 - patient alert for lead failure predictor on (B)(6) 2012 17:22:13. Sensing/noise: 15 - ventricular nst <(><<)>=210 ms on (B)(6) 2012 in the timeframe between 14:09:53 and 15:24:15. 4 - vf<(><<)>=190 ms average v-cycle between (B)(6) 2012 08:04:33 and (B)(6) 2012 14:12:29. Impedance/high impedance: daily pace impedance trend data shows an increase for ventricular pace bi impedance= 532 to 4047 ohms peak between (B)(6) 2012.